Event description:
An attempt was made to deploy a 2.5mm diameter x 12mm endeavor sprint rapid exchange (rx) drug eluting coronary stent into a pt. The target lesion, located in the cx, was described as extremely calcified and was predilated. The device was inspected prior to use with no abnormalities noted; however, it was reported that the physician encountered resistance advancing the device through a 90 degree angle at the ostium of the circumflex and the stent dislodged from the delivery device in the left main artery during withdrawal; however, it was successfully removed from the pt. Prior to this, the physician attempted to deploy one other endeavor sprint rx stent to target lesion; however, it was reported that resistance was experienced during advancement of the device and upon withdrawal the stent dislodged from the balloon of the delivery system in the cx (ref MFR # 2953200201002504). It was reported that the dislodged stent was successfully deployed at site of deployment. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: results/conclusions: extremely calcified and tortuous lesion. Results: failure to deliver the stent and stent dislodgement. Eval summary: the device was slightly bent and wavy. The distal tubing was kinked approx 5mm and 8mm proximal to the balloon bond. The proximal and distal balloon pillow folds were partially opened and disturbed. Crimp impressions were evident along the working length of the balloon. The distal tip was severely flared and damaged.